Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen with a concentration of 2000 mcg/ml at a dose of 330.5 mcg/day. It was reported the patient presented for a pump revision due to early replacement indicator (eri). The root cause of the revision was not related to a therapy or device complaint. The representative questioned whether it was ok for her to use the new pump for another case since she pulled it out of shelf state. The representative reported a catheter event that had been confirmed. The representative stated during the pump replacement procedure, the hcp discovered he could not aspirate from the catheter. The hcp also noted during the procedure, the pump pocket became too inflamed and irritated, so the hcp didn't want to place the new pump in the pocket. The hcp wasn't sure what else was going on to cause the catheter issue, but he decided to remove the pump and close the pocket. The representative confirmed the hcp intentionally left the catheter implanted. The issue was diagnosed during surgical exploration. The representative stated the plan was to place a new pump in a new pocket and replace the catheter. The hcp would schedule a new time to re-implant. The hcp planned to use oral medications to deal with potential baclofen withdrawal. The representative confirmed there were no therapy issues prior to the replacement surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.